Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the shaft separated at the wire exit port. The entire system was removed without incident. No pt injuries or complications occurred.